Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient required medical intervention and had been hospitalized overnight. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted. No further information has been provided. It is unknown why the patient was hospitalized and if an insulet device was involved.

Manufacturer narrative:
During a follow up call on (B)(6) 2024, the caller stated she works at a hospital and was calling on her friends behalf to inquire how many pods are available at the hospital she works at, for her friend to pick up. A reportable event has not actually occurred; therefore, no regulatory report would be required.